Event description:
While implanting the pedicle screw, the tip of the polyaxial screwdriver broke off. The tip was not able to be removed from the pedicle screw but the rod and the set screw were able to implanted successfully.